Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ('pain, pelvic pain/pain pelvic pain from pregnancy/miscarriage'), pregnancy with contraceptive device ('pregnancy (stillbirth or miscarriage)') and abortion spontaneous ('miscarriage') in a (B)(6) year-old female patient who had essure (batch no. C95070) inserted for female sterilization. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device ineffective "failure to occlude (close) fallopian tube(s)" on (B)(6) 2018 and device monitoring procedure not performed "device monitoring procedure not performed". The patient's medical history included gravida (06*), parity (3 ((B)(6) 2005; (B)(6) 2010; (B)(6) 2014)*), unspecified vitamin b deficiency, migraine, mood change, loss of interest, energy decreased, concentration impairment, anemia, adjustment disorder with anxiety, urinary test abnormal, mood disorder nos, headache, nicotine dependence, cervical dysplasia, appetite lost, burn of unspecified degree of forearm, cough, sneezing, sensation of pressure in eye, upper respiratory infection, syncope, pre-eclampsia, pilonidal cyst, back pain, pressure in vagina, fever, shortness of breath, endometritis, endometriosis, breast enlargement, painful hips, sexually active, appendicitis and ovarian torsion. Scheduled for fetal echo/level ii ultrasound on (B)(6) with dr. Leep done in 2008 w normal paps since. Normal CT head. Chest radiograph (B)(6) 2015 - no acute cardiopulmonary abnormality. Previously administered products included for an unreported indication: augmentin, tramadol hcl acetaminophen active (tramadol hcl acetaminophen), cyclobenzaprine hcl and implanon. Concurrent conditions included fibromyalgia, bipolar disorder, depression, sleep disorder, painful hips, chest pain, loss of energy, bone lesion, sclerosis multiple, hill-sachs lesion, behavior disorder, lumbarization, shoulder pain, muscle ache, pain in limb, post coital bleeding, automobile accident, suprapubic pain, perineal pain, sore throat, acute tonsillitis, vaginal odor, frequency of micturition, weight loss, fatigue, connective tissue disorder nos, xerophthalmia, somatic symptom disorder, irregular menstruation, lower abdominal pain, pelvic congestion syndrome, breakthrough pain, bladder incontinence, urge incontinence, pelvic floor muscle weakness, infectious colitis, hemangioma, endometrial thickening and complex ovarian cyst. Concomitant products included cefixime (flexeril), diazepam (valium), doxycycline, eugenol;menthol;methyl salicylate (voltex analgesic balm), gabapentin, ibuprofen (motrin), ketorolac tromethamine (toradol), lamotrigine (lamictal), lurasidone hydrochloride (latuda), tramadol and vitamin d nos (vitamin d). On (B)(6) 2014, the patient had essure inserted. In 2015, the patient experienced dyspareunia ("dyspareunia (painful sexual intercourse)"). On (B)(6) 2018, the patient was found to have a pregnancy with contraceptive device (seriousness criterion medically significant) and experienced abortion spontaneous (seriousness criterion medically significant), 3 years 6 months after insertion of essure. On (B)(6) 2018, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required). On an unknown date, the patient experienced abdominal pain ("abdominal pain"). The patient was treated with surgery (diagnostic laparoscopy and bilateral salpingectomy). Essure was removed on (B)(6) 2018. At the time of the report, the pelvic pain, pregnancy with contraceptive device, abortion spontaneous and dyspareunia outcome was unknown and the abdominal pain had resolved. Pregnancy related information: retrospective report. The patient's obstetric status was gravida 6, para 3. Last menstrual period and estimated date of delivery were not provided. Potential fetal exposure to essure occurred during the first trimester. The pregnancy outcome was reported as spontaneous abortion. The reporter considered abdominal pain, abortion spontaneous, dyspareunia, pelvic pain and pregnancy with contraceptive device to be related to essure. The reporter commented: gravida 04, termination: 02, abortion: 01 lmp: (B)(6) 2014. Essure deployed bilaterally with 4 coils visualized on the right and 2 coils visualized on the left . Discrepancy noted in essure confirmation test information - no (per pfs as reported) and date: (B)(6) 2015 (per pfs as reported). Diagnostic results (normal ranges are provided in parenthesis if available): ultrasound pelvis - on (B)(6) 2016: involuting right ovarian follicle. Otherwise, normal sonographic appearance of the ovaries and uterus.; on (B)(6) 2016: nonvisualization of the right ovary. No evidence of left ovarian torsion. Small amount of free pelvic fluid, which may be a physiologic finding in a premenopausal; on (B)(6) 2017: no acute abdominopelvic abnormality. No evidence of appendicitis. Prominent bilateral gonadal veins support the clinical diagnosis of pelvic congestion syndrome. Concerning the injuries reported in this case, the following ones were confirmed in patient¿s medical records: device monitoring procedure not performed. Most recent follow-up information incorporated above includes: on 11-jun-2019: pfs and mr received- case become valid with incident. New event pain, pelvic pain/pain pelvic pain from pregnancy/miscarriage, pregnancy (stillbirth or miscarriage), miscarriage, failure to occlude (close) fallopian tube(s), dyspareunia (painful sexual intercourse), abdominal pain and device monitoring procedure not performed were added. Patient information date of birth, height and race were added. Product information indication, lot number and date of essre incretion and removal were added. New reporter and consumer address were added. Medical history, lab data and concomitant medication were added. Incident: we received a lot number in this case. A technical investigation will be conducted, including a batch review, and a review of complaint records and other non-conformance's data; should any new and reportable information become available as a result, this will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ('pain, pelvic pain/pain pelvic pain from pregnancy/miscarriage'), pregnancy with contraceptive device ('pregnancy (stillbirth or miscarriage)') and abortion spontaneous ('miscarriage') in a 31-year-old female patient who had essure (batch no. C95070) inserted for female sterilization. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device ineffective "failure to occlude (close) fallopian tube(s)" on (B)(6) 2018 and device monitoring procedure not performed "device monitoring procedure not performed". The patient's medical history included gravida (06*), parity (3 (B)(6) 2005; (B)(6) 2010; (B)(6) 2014)*), unspecified vitamin b deficiency, migraine, mood change, loss of interest, energy decreased, concentration impairment, anemia, adjustment disorder with anxiety, urinary test abnormal, mood disorder nos, headache, nicotine dependence, cervical dysplasia, appetite lost, burn of unspecified degree of forearm, cough, sneezing, sensation of pressure in eye, upper respiratory infection, syncope, pre-eclampsia, pilonidal cyst, back pain, pressure in vagina, fever, shortness of breath, endometritis, endometriosis, breast enlargement, painful hips, sexually active, appendicitis and ovarian torsion. Scheduled for fetal echo/level ii ultrasound on (B)(6) with dr. (B)(6) done in 2008 w normal paps since. Normal CT head. Chest radiograph (B)(6) 2015 - no acute cardiopulmonary abnormality. Previously administered products included for an unreported indication: augmentin, tramadol hcl acetaminophen active (tramadol hcl acetaminophen), cyclobenzaprine hcl and implamon. Concurrent conditions included fibromyalgia, bipolar disorder, depression, sleep disorder, painful hips, chest pain, loss of energy, bone lesion, sclerosis multiple, hill-sachs lesion, behavior disorder, lumbarization, shoulder pain, muscle ache, pain in limb, post coital bleeding, automobile accident, suprapubic pain, perineal pain, sore throat, acute tonsillitis, vaginal odor, frequency of micturition, weight loss, fatigue, connective tissue disorder nos, xerophthalmia, somatic symptom disorder, irregular menstruation, lower abdominal pain, pelvic congestion syndrome, breakthrough pain, bladder incontinence, urge incontinence, pelvic floor muscle weakness, infectious colitis, hemangioma, endometrial thickening and complex ovarian cyst. Concomitant products included cefixime (flexeril), diazepam (valium), doxycycline, eugenol;menthol;methyl salicylate (voltex analgesic balm), gabapentin, ibuprofen (motrin), ketorolac tromethamine (toradol), lamotrigine (lamictal), lurasidone hydrochloride (latuda), tramadol and vitamin d nos (vitamin d). On (B)(6) 2014, the patient had essure inserted. In 2015, the patient experienced dyspareunia ("dyspareunia (painful sexual intercourse)"). On (B)(6) 2018, the patient was found to have a pregnancy with contraceptive device (seriousness criterion medically significant) and experienced abortion spontaneous (seriousness criterion medically significant), 3 years 6 months after insertion of essure. On (B)(6) 2018, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required). On an unknown date, the patient experienced abdominal pain ("abdominal pain"). The patient was treated with surgery (diagnostic laparoscopy and bilateral salpingectomy). Essure was removed on (B)(6) 2018. At the time of the report, the pelvic pain, pregnancy with contraceptive device, abortion spontaneous and dyspareunia outcome was unknown and the abdominal pain had resolved. Pregnancy related information: retrospective report. The patient's obstetric status was gravida 6, para 3. Last menstrual period and estimated date of delivery were not provided. Potential fetal exposure to essure occurred during the first trimester. The pregnancy outcome was reported as spontaneous abortion. The reporter considered abdominal pain, abortion spontaneous, dyspareunia, pelvic pain and pregnancy with contraceptive device to be related to essure. The reporter commented: gravida 04, termination: 02, abortion: 01 lmp: (B)(6) 2014. Essure deployed bilaterally with 4 coils visualized on the right and 2 coils visualized on the left . Discrepancy noted in essure confirmation test information - no (per pfs as reported) and date: (B)(6) 2015 (per pfs as reported). Diagnostic results (normal ranges are provided in parenthesis if available): ultrasound pelvis - on (B)(6) 2016: involuting right ovarian follicle. Otherwise, normal sonographic appearance of the ovaries and uterus.; on (B)(6) 2016: nonvisualization of the right ovary. No evidence of left ovarian torsion. Small amount of free pelvic fluid, which may be a physiologic finding in a premenopausal.; on (B)(6) 2017: 1. No acute abdominopelvic abnormality. No evidence of appendicitis. 2. Prominent bilateral gonadal veins support the clinical diagnosis of pelvic congestion syndrome. Concerning the injuries reported in this case, the following ones were confirmed in patient¿s medical records: device monitoring procedure not performed. Batch no: c95070 production date: 2014-08-11 ,expiration date: 2017-08-31. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 21-jun-2019: quality-safety evaluation of ptc. Incident: we received a lot number in this case. A technical investigation will be conducted, including a batch review, and a review of complaint records and other non-conformances data; should any new and reportable information become available as a result, this will be provided in a supplementary report.